Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level was 44mg/dl. The customer states their device went into threshold suspend. The customer declined to troubleshoot for lows. The customer states they treated for lows. No further assistance provided.